Manufacturer narrative:
H3: analysis of the product ID 37761, serial# (B)(6), revealed scrapped due to a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative (rep) regarding an external device. The reason for call was the pt had a stroke and needed an MRI. On (B)(6), they tried to recharge the implant (insr) but it was not recharging or turning on. The desktop charger (dtc) was not making a connection. During call caller examined the dtc and noticed the wire felt flimsy and was pulling away from the pin area. The caller had a damaged desktop charger (dtc) cord. A request was sent to repair to replace the desktop charger. No symptoms were reported.